Event description:
It was reported that the lead showed low impedance during a follow up visit. Once the lead was removed the shape of the helix was deformed and appeared stretched. It was also noted the lead introducer was loose and detached. The lead was explanted and replaced. No patient complications have been reported as a result of this event.